Manufacturer narrative:
Additional information: during the last follow up, the patient had the rash fading away. The physician kept the patient on the steroid and told the patient to come back in a month. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the venaseal device was not returned for evaluation. No ancillary device or images from the procedure were received for review. Thirteen images and 13 videos of the patients symptoms were provide for analysis. It can be seen from the images and videos provided for analysis that the patient has a red rash and skin discoloration on her arms, face neck arms and legs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient is doing a lot better. The rash has faded but there is still some swelling present. The patient will remain on steroids for a month until a follow up consultation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient received venaseal treatment of the right great saphenous vein (gsv). There were no deviations or issues during the venaseal procedures. At follow-up appointment 6 days post procedure the vein was confirmed to be closed but mild irritation was present along the length of the vein. The patient was prescribed nsaids. The patient returned for venaseal treatment on the left gsv 9 days after the initial venaseal procedure but did not return to the scheduled follow-up for the second procedure 3 days post implant. The patient had rf ablation carried out on the right short saphenous vein (ssv) 10 days after the second venaseal procedure. Rf ablation using a closurefast device was chosen as preferred treatment of the ssv as the physician reported the vein was too tortuous for venaseal treatment and decision was not related to the mild irritation from the initial venaseal procedure. During the rf ablation procedure, the physician noted the patient presented with some irritation on the left gsv which was treated with venaseal, but the patient had no complaint. The patient is reported to have returned to their primary care physician soon after the rf ablation procedure due to a rash beginning to form all over their body. The physician suspected this was poison ivy and prescribed a medrol dosepack. The patient was supposed to come back for their rf ablation follow up appointment three days after the procedure but did not show up to the appointment. The patient returned for the scheduled rf ablation follow-up 9 days post procedure and presented with a rash all over the body (face, neck, arms and legs) and specifically focused along the length of both gsvs and on the right ssv that was treated with rf. The patient was prescribed another medrol dosepack and hydrocortisone cream. The patient returned 5 days later for a scheduled left ssv rf ablation procedure, but the rash was still present and worsening. The scheduled rf ablation procedure was cancelled, and the patient was referred to a dermatologist. The dermatologist was given all procedural information. The dermatologist also reported that the patient was taken lisinopril. The rash is suspected to have been caused by the lisinopril, but this was not confirmed. The patient received a shot of prednisone. The physician does not suspect the closurefast catheter contributed to the event. The physician that performed the venaseal procedures believes that the cause of the rash is the adhesive. The patient is currently on prednisone with zyrtec taken for the day and benadryl taken for the night. The patient was due to return for a follow appointment 8 days later but did not show up. No further injury reported.